Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The patient had good results from therapy initially then had decrease response. The patient had less than 50% of therapy relief. Interventions included multiple bolus doses and pump was increased several times by 45% the last time. Dye study was attempted but the side port could not be aspirated. Surgical interventions included exploration, debridement and removal of tissue. It was noted tissue growth into and occluding the sutureless connector and the side port occlusion with removal of the tissue by irrigation. The patient status at the time of the report was noted as alive, no injury. Per the hcp the patient recovered without permanent impairment. The pump was used to deliver gablofen.